Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that the unknown size delivery system was used. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could be due to use of unknown size delivery system but cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 5mm amplatzer septal occluder was selected for implant on (B)(6) 2024. During the procedure the device took on a cobra shape. The device was removed from the patient and replaced with a new 5mm amplatzer septal occluder.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.